Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl. Due to the bg level the customer loss consciousness, fell and experienced a seizure. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. At the time of the report with cts, the customer was still admitted to the hospital with no known damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the customer¿s allegation and hospitalization; however, the customer did not respond. No additional patient or event information was available.